Manufacturer narrative:
H6: investigation summary, no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. According with the DHR review information the problem ¿not clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test.

Event description:
It was reported while using bd safe-clip¿ needle clipping and storage device the device was jammed. The following information was provided by the initial reporter, translated from spanish to english: the patient's guardian communicates with informing that the needle cutter no longer works because a needle got stuck.

Manufacturer narrative:
For OEM manufacturing sites: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd safe-clip¿ needle clipping and storage device the device was jammed. The following information was provided by the initial reporter, translated from spanish to english: the patient's guardian communicates with informing that the needle cutter no longer works because a needle got stuck.